Event description:
Reporter said, the head will not come down from the rails, nobody was hurt. Three attempts have been made to resolve this contact. Completing the contact with no resolution, updates will be added if additional information becomes available.